Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5038038) on 06-feb-2015. The most recent information was received on 31-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("it was later determined that one of the devices fractured") and genital haemorrhage ("horrible heavy bleeding") in a female patient who had essure (batch no. 4783319705(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), vision blurred ("blurry vision"), memory impairment ("forgetful"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps"), abdominal pain ("major abdominal pains"), back pain ("awful back pains like it's breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), weight increased ("weight gain"), dental caries ("tooth decay"), hypersensitivity ("allergy reaction") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). At the time of the report, the pelvic pain, device breakage , complication of device removal ,genital haemorrhage, migraine, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, abdominal pain lower, abdominal pain, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity and fatigue outcome was unknown. The reporter considered pelvic pain, device breakage , complication of device removal, migraine, dental caries, fatigue, hypersensitivity, and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is invalid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 31-may-2017: reporter was added. Essure was implanted on (B)(6) 2014 for permanent contraception. Events "chronic pelvic pain", "it was later determined that one of the devices fractured", "it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed", "weight gain", "tooth decay", "allergy reaction" and "fatigue" were added. Patient underwent a bilateral salpingectomy on (B)(6) 2016 and a total hysterectomy on (B)(6) 2016 (case upgraded to incident). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5038038) on 06-feb-2015. The most recent information was received on 21-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus and into other organs"), fallopian tube perforation ("perforation of the uterus and into other organs"), perforation ("perforation of the uterus and into other organs"), device breakage ("it was later determined that one of the devices fractured/ device breakage") and genital haemorrhage ("horrible heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed"), migraine ("migraines"), vision blurred ("blurry vision"), memory impairment ("forgetful"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps/ lower abdominal cramps and pain"), abdominal pain ("major abdominal pains"), back pain ("awful back pains like it¿s breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), weight increased ("weight gain"), dental caries ("tooth decay"), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel in the device"), menstrual disorder ("severe menstrual blceding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), infection ("infections") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy on (B)(6)-2016), surgery (bilateral salpingectomy on (B)(6)-2016) and surgery (procedures to remove the essure device). Essure was removed on (B)(6)-2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device breakage, abdominal pain lower, allergy to metals, menstrual disorder, dysmenorrhoea, vaginal discharge, infection and procedural pain was resolving and the pelvic pain, genital haemorrhage, complication of device removal, migraine, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, abdominal pain, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity and fatigue outcome was unknown. The reporter considered allergy to metals, complication of device removal, dental caries, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, infection, menstrual disorder, migraine, pelvic pain, perforation, procedural pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. The reporter commented: on (B)(6)-2016, plaintiff underwent procedures to remove the essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results: on (B)(6)-2016, an hsg test was performed. Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is invalid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 21-sep-2017: reporter information updated, lawyers added. Essure start date updated from (B)(6)-2014 to (B)(6)-2014. Events perforation of the uterus and into other organs, allergic reaction to the nickel in the device, severe menstrual bleeding and cramping, vaginal discharge and infections added and events device breakage, lower abdominal cramps and pain were clubbed with previously reported events. Most recent follow-up information incorporated above includes: on 05-jan-2018: new events added- rash, teeth loss, hair loss, headaches/persistent and severe headaches, early menopause, fibromyalgia, joint disorder, asthma/ after I had the essure device implanted, I began having severe asthma attacks, persistent and severe vaginal pain, high blood pressure, anxiety, persistent and severe stomach pain, broke out in hives all over my body and experienced persistent rashes and did not use birth control or contraception at any time following essure placement procedure. Historical conditions, historical drugs, lab data and treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus and into other organs'), fallopian tube perforation ('essure perforated your fallopian tube or another'), perforation ('perforation of the uterus and into other organs'), device breakage ('it was later determined that one of the devices fractured/ device breakage/broken essure coil pieces /left behind pieces of essure coils/broken off in uterus') and genital haemorrhage ('horrible heavy bleeding/excessive bleeding') in a 27-year-old female patient who had essure (batch no. 4783319705(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included live birth on (B)(6) 2014, live birth on (B)(6) 2013, live birth in 2010, female condom, multigravida and dust allergy. Previously administered products included for an unreported indication: deva-provera from 2010 to 2011. Past adverse reactions to the above products included weight increased with deva-provera. Concurrent conditions included bacterial vaginosis, cervix inflammation, anovulatory cycle, bloating, early satiety and amenorrhea. In (B)(6) 2014, the patient experienced headache ("headaches/persistent and severe headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/persistent pain/unbearable pain in my pelvic area"), migraine ("migraines"), abdominal pain ("major abdominal pains") and arthropathy ("joint disorder"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetful/memory loss"), rash ("rashes"), tooth loss ("teeth loss") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain upper ("persistent and severe stomach pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vulvovaginal pain ("persistent and severe vaginal pain"). On (B)(6) 2016, the patient experienced premature menopause ("early menopause"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed/"), vision blurred ("blurry vision"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps/ lower abdominal cramps and pain"), back pain ("awful back pains like it¿s breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), dental caries ("tooth decay/dental injuries"), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel in the device/allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), fibromyalgia ("fibromyalgia"), asthma ("asthma/ after I had the essure device implanted, I began having severe asthma attacks"), hypertension ("high blood pressure"), anxiety ("anxiety"), urticaria ("broke out in hives all over my body and experienced persistent rashes"), blister ("water blister on hands"), rash pruritic ("itchy rashes on hands and palms"), rash papular ("back covered with red bumps that itches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gi conditions"). The patient was treated with salbutamol (albuterol), sertraline hydrochloride (zoloft) and surgery (salpingectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and abdominal pain had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device breakage, abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, vaginal discharge, infection, procedural pain, rash and vulvovaginal pain was resolving, the genital haemorrhage, complication of device removal, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity, fatigue, tooth loss, alopecia, premature menopause, fibromyalgia, asthma, hypertension, anxiety, urticaria, dyspareunia and gastrointestinal disorder outcome was unknown and the migraine, headache, arthropathy, abdominal pain upper, blister, rash pruritic and rash papular had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthropathy, asthma, blister, complication of device removal, dental caries, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, infection, menorrhagia, migraine, pelvic pain, perforation, premature menopause, procedural pain, rash, rash papular, rash pruritic, tooth loss, urticaria, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy on date of removal :on (B)(6) 2016, plaintiff underwent procedures to remove the essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: perforation was noted; on (B)(6) 2016: tiny metallic foreign body which appears to be just distal to the left uterine ostium. There was no flow of dye through either tube. There were no filling defects noted. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Pathology test - on (B)(6) 2016: single specimen is received in a formalin-filled container labeled with the patient's name (B)(6) and "uterus with cervix". The specimen consists of a hysterectomy specimen with no attached adnexa weighing approximately 70 grams. The uterine corpus measures 5 cm from cervix to dome, 4.5 cm from cornu to cornu, and approximately 4 cm from anterior to posterior. The cervix measures up to 4 cm in length with a diameter of 3 cm. The ectocervix is pink-tan smooth. The cervical os has an irregular linear opening measuring 1.5 cm and is patent. The serosa is unremarkable pink-tan smooth. Upon opening the specimen it shows a triangular endometrial cavity measuring approximately 2.5 x 1.5 cm across lined by thin mucoid congested endometrium with a thickness of no more than 0.2 cm. The myometrium is pink-tan reaching a thickness of up to 1.2 cm. Serial sectioning shows homogeneous myometrium with no obvious gross nodules or masses. The endocervical canal shows congestion and nabothian cysts. Representative sections are submitted as follows: a 1, anterior cervix; a2, posterior cervix; a3, anterior endomyometrium to serosa; a4, posterior endomyometrium to serosa.. Pregnancy test urine - on (B)(6) 2016: negative. X-ray - on an unknown date: results: essure coil were in the correct place. Concerning the injuries reported in this case, the following ones were reported via social media: water blisters, itchy rashes on hands and palms, back covered with red bumps that itches, anxiety,headaches ,bleeding ,diarrhea, abdominal pain ,pelvic and perineal pain,anxiety and depression, migraines ,asthma ,foreign body fragments . Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is not valid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dyspareunia (painful sexual intercourse), gi conditions were added. Lab data added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 06-feb-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus and into other organs'), fallopian tube perforation ('essure perforated your fallopian tube or another'), perforation ('perforation of the uterus and into other organs') and device breakage ('it was later determined that one of the devices fractured/ device breakage/broken essure coil pieces /left behind pieces of essure coils/broken off in uterus') in a 27-year-old female patient who had essure (batch no. 4783319705(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included live birth on (B)(6) 2014, live birth on (B)(6) 2013, live birth in 2010, female condom, multigravida and dust allergy. On (B)(6) 2016, an hysterosalpingogram (hsg) test was performed. Previously administered products included for an unreported indication: deva-provera from 2010 to 2011. Past adverse reactions to the above products included weight increased with deva-provera. Concurrent conditions included bacterial vaginosis, cervix inflammation, anovulatory cycle, bloating, early satiety and amenorrhea. In (B)(6) 2014, the patient experienced headache ("headaches/persistent and severe headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/persistent pain/unbearable pain in my pelvic area"), migraine ("migraines"), abdominal pain ("major abdominal pains") and arthropathy ("joint disorder"). In (B)(6) 2014, the patient experienced genital haemorrhage ("horrible heavy bleeding/excessive bleeding"), memory impairment ("forgetful/memory loss"), rash ("rashes"), tooth loss ("teeth loss") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain upper ("persistent and severe stomach pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vulvovaginal pain ("persistent and severe vaginal pain"). On (B)(6) 2016, the patient experienced premature menopause ("early menopause"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed/"), vision blurred ("blurry vision"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps/ lower abdominal cramps and pain/kicking feelings in lower stomach"), back pain ("awful back pains like it¿s breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), dental caries ("tooth decay/dental injuries"), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel in the device/allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), fibromyalgia ("fibromyalgia"), asthma ("asthma/ after I had the essure device implanted, I began having severe asthma attacks"), hypertension ("high blood pressure"), anxiety ("anxiety"), urticaria ("broke out in hives all over my body and experienced persistent rashes"), blister ("water blister on hands"), rash pruritic ("itchy rashes on hands and palms"), rash papular ("back covered with red bumps that itches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gi conditions"), hypomenorrhoea ("last 4 periods has been light"), feeling abnormal ("having pregnancy symptoms") and musculoskeletal discomfort ("feels like false labor in my back"). The patient was treated with salbutamol (albuterol), sertraline hydrochloride (zoloft) and surgery (salpingectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and abdominal pain had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device breakage, abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, vaginal discharge, infection, procedural pain, rash and vulvovaginal pain was resolving, the genital haemorrhage, complication of device removal, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity, fatigue, tooth loss, alopecia, premature menopause, fibromyalgia, asthma, hypertension, anxiety, urticaria, dyspareunia, gastrointestinal disorder, hypomenorrhoea, feeling abnormal and musculoskeletal discomfort outcome was unknown and the migraine, headache, arthropathy, abdominal pain upper, blister, rash pruritic and rash papular had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthropathy, asthma, blister, complication of device removal, dental caries, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, hypertension, hypomenorrhoea, infection, menorrhagia, migraine, musculoskeletal discomfort, pelvic pain, perforation, premature menopause, procedural pain, rash, rash papular, rash pruritic, tooth loss, urticaria, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy on date of removal :on (B)(6) 2016 and (B)(6) 2016, plaintiff underwent procedures to remove the essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Per social media: other plaintiff commented" well disability depends on what their doctors and your doctors says". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: perforation was noted; on (B)(6) 2016: tiny metallic foreign body which appears to be just distal to the left uterine ostium. There was no flow of dye through either tube. There were no filling defects noted.. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Pathology test - on (B)(6) 2016: single specimen is received in a formalin-filled container labeled with the patient's name gay, jennifer l. And "uterus with cervix". The specimen consists of a hysterectomy specimen with no attached adnexa weighing approximately 70 grams. The uterine corpus measures 5 cm from cervix to dome, 4.5 cm from cornu to cornu, and approximately 4 cm from anterior to posterior. The cervix measures up to 4 cm in length with a diameter of 3 cm. The ectocervix is pink-tan smooth. The cervical os has an irregular linear opening measuring 1.5 cm and is patent. The serosa is unremarkable pink-tan smooth. Upon opening the specimen it shows a triangular endometrial cavity measuring approximately 2.5 x 1.5 cm across lined by thin mucoid congested endometrium with a thickness of no more than 0.2 cm. The myometrium is pink-tan reaching a thickness of up to 1.2 cm. Serial sectioning shows homogeneous myometrium with no obvious gross nodules or masses. The endocervical canal shows congestion and nabothian cysts. Representative sections are submitted as follows: a 1, anterior cervix; a2, posterior cervix; a3, anterior endomyometrium to serosa; a4, posterior endomyometrium to serosa.. Pregnancy test urine - on (B)(6) 2016: negative. X-ray - on an unknown date: results: essure coil were in the correct place. Concerning the injuries reported in this case, the following ones were reported via social media: water blisters, itchy rashes on hands and palms, back covered with red bumps that itches, anxiety,headaches ,bleeding ,diarrhea, abdominal pain ,pelvic and perineal pain,anxiety and depression, migraines ,asthma ,foreign body fragments, hypomenorrhoea , feeling abnormal, false labour. Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is not valid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Events: last 4 periods has been light, having pregnancy symptoms, feels like false labor in my back added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5038038) on 06-feb-2015. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus and into other organs"), fallopian tube perforation ("essure perforated your fallopian tube or another"), perforation ("perforation of the uterus and into other organs"), device breakage ("it was later determined that one of the devices fractured/ device breakage/broken essure coil pieces /left behind pieces of essure coils/broken off in uterus") and genital haemorrhage ("horrible heavy bleeding/excessive bleeding") in a 27-year-old female patient who had essure (batch no. 4783319705(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's past medical history included female condom, multigravida, live birth in 2010, live birth on (B)(6) 2014 and live birth on (B)(6) 2013. Previously administered products included for an unreported indication: deva-provera from 2010 to 2011. Past adverse reactions to the above products included weight increased with deva-provera. In (B)(6) 2014, the patient experienced headache ("headaches/persistent and severe headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/persistent pain/unbearable pain in my pelvic area"), migraine ("migraines"), abdominal pain ("major abdominal pains") and arthropathy ("joint disorder"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetful/memory loss"), weight increased ("weight gain"), rash ("rashes"), tooth loss ("teeth loss") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal pain upper ("persistent and severe stomach pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vulvovaginal pain ("persistent and severe vaginal pain"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed/"), vision blurred ("blurry vision"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps/ lower abdominal cramps and pain"), back pain ("awful back pains like it¿s breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), dental caries ("tooth decay/dental injuries"), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel in the device/allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), menorrhagia ("severe menstrual blceding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), fibromyalgia ("fibromyalgia"), asthma ("asthma/ after I had the essure device implanted, I began having severe asthma attacks"), hypertension ("high blood pressure"), anxiety ("anxiety"), urticaria ("broke out in hives all over my body and experienced persistent rashes"), blister ("water blister on hands"), rash pruritic ("itchy rashes on hands and palms") and rash papular ("back covered with red bumps that itches"). The patient was treated with sertraline (zoloft), salbutamol (albuterol), surgery (salpingectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016), surgery (salpingectomy on (B)(6) 2016 and total hysterectomy on (B)(6) 2016), surgery (total hysterectomy on (B)(6) 2016), surgery (total hysterectomy on (B)(6) 2016) and surgery. Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and abdominal pain had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device breakage, abdominal pain lower, allergy to metals, menorrhagia, dysmenorrhoea, vaginal discharge, infection, procedural pain, rash and vulvovaginal pain was resolving, the genital haemorrhage, complication of device removal, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity, fatigue, tooth loss, alopecia, premature menopause, fibromyalgia, asthma, hypertension, anxiety and urticaria outcome was unknown and the migraine, headache, arthropathy, abdominal pain upper, blister, rash pruritic and rash papular had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthropathy, asthma, blister, complication of device removal, dental caries, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, headache, hypersensitivity, hypertension, infection, menorrhagia, migraine, pelvic pain, perforation, premature menopause, procedural pain, rash, rash papular, rash pruritic, tooth loss, urticaria, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent procedures to remove the essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: perforation was noted x-ray - on an unknown date: essure coil were in the correct place . Concerning the injuries reported in this case, the following ones were reported via social media: water blisters, itchy rashes on hands and palms, back covered with red bumps that itches. Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is invalid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 30-oct-2018: content from social media received. Reporter's information was added. Events added: water blisters, itchy rashes on hands and palms, back covered with red bumps that itches. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5038038) on 06-feb-2015. The most recent information was received on 21-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus and into other organs"), fallopian tube perforation ("perforation of the uterus and into other organs"), perforation ("perforation of the uterus and into other organs"), device breakage ("it was later determined that one of the devices fractured/ device breakage") and genital haemorrhage ("horrible heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("it was later determined that one of the devices fractured / the doctor was unable to determine if the piece was removed"), migraine ("migraines"), vision blurred ("blurry vision"), memory impairment ("forgetful"), dizziness ("dizzy spells"), vomiting ("throwing up"), diarrhoea ("diarrhea"), abdominal pain lower ("horrible cramps/ lower abdominal cramps and pain"), abdominal pain ("major abdominal pains"), back pain ("awful back pains like it's breaking"), peripheral swelling ("swollen feet and hands"), swelling face ("swollen face"), rash macular ("red dots on body"), dysgeusia ("awful taste in mouth"), weight increased ("weight gain"), dental caries ("tooth decay"), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), allergy to metals ("allergic reaction to the nickel in the device"), menstrual disorder ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), infection ("infections") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (procedures to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device breakage, abdominal pain lower, allergy to metals, menstrual disorder, dysmenorrhoea, vaginal discharge, infection and procedural pain was resolving and the pelvic pain, genital haemorrhage, complication of device removal, migraine, vision blurred, memory impairment, dizziness, vomiting, diarrhoea, abdominal pain, back pain, peripheral swelling, swelling face, rash macular, dysgeusia, weight increased, dental caries, hypersensitivity and fatigue outcome was unknown. The reporter considered allergy to metals, complication of device removal, dental caries, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, infection, menstrual disorder, migraine, pelvic pain, perforation, procedural pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysgeusia, genital haemorrhage, memory impairment, peripheral swelling, rash macular, swelling face, vision blurred and vomiting with essure. The reporter commented: on (B)(6) 2016, plaintiff underwent procedures to remove the essure device. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results: on (B)(6) 2016, an hsg test was performed. Quality-safety evaluation of ptc: final assessment: the lot number which was provided, 4783319705, is invalid. This is the same number as the patient phone number listed on the medwatch form. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 21-sep-2017: reporter information updated, lawyers added. Essure start date updated from (B)(6) 2014. Events perforation of the uterus and into other organs, allergic reaction to the nickel in the device, severe menstrual bleeding and cramping, vaginal discharge and infections added and events device breakage, lower abdominal cramps and pain were clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.